Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy pd effluent and acute abdominal pain. The cause of the breach in aseptic technique was not further described. On the same day as onset, the patient was taken to the emergency room and admitted to the pd unit of the hospital. On the same date, the patient began treatment for the peritonitis with intraperitoneal ancef and ceftazidime (doses and frequencies were not reported). At the time of this report, the patient remained hospitalized and the patient was recovering from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.